Event description:
The pt underwent implantation of a synchromed pump and catheter on unknown date for intrathecal infusion of medication for pain. The hcp returned the pump to the MFR for analysis and reported that the pump has stopped. No further info was available from this foreign reporter.